Event description:
Caller reported testing the pt at bedtime on the finger with the freestyle meter and received a reading of 155 mg/dl. Normal dosage of insulin was given as for the last months. A few hours later, the pt was screaming and having a seizure. Freestyle tests were performed with results of 117 mg/dl and 107 mg/dl. Paramedics were called and arrived within 5 minutes. Their unk brand meter read 52 mg/dl. Family members had given the customer orange juice before the paramedics arrived. The pt was transorted to the hosp and was treated with glucose IV, orange juice and applesauce. It took about 3 hours to bring their glucose levels back up to normal.